Manufacturer narrative:
(B)(4). Batch #: u95758. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was connected to the generator and it was recognized. However, during the functional test, the knife could not be fired. Upon visual inspection of the device, it was observed that the knife was bent. The device was disassembled to inspect the internal component and no issues were found that could have caused the reported issues. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the instrument stopped working after 3 minutes into the procedure. A ligasure device was opened to manage the issue. There was no patient involvement.